Manufacturer narrative:
According to the complainant, on (B)(6) 2016, the consumer performed a blood glucose test at 7:23 am getting a result of 309 mg/dl. The complainant continued to report that she followed her hcp's instructions to administer an additional 25 units of insulin based on any result greater than 260 mg/dl therefore she administered an additional 25 units of insulin. The complainant reported approximately 40 minutes after testing the consumer had breakfast, which consisted of 'toast, cheese, yogurt and a cup of milk'. She reported she did not perform a test after breakfast. Upon arrival at the emergency room, a blood glucose test was performed with an unknown meter getting a result of 69 mg/dl. Based on that result the consumer was given orange juice and crackers. She remained in the emergency room for observation. Several hours later, another blood glucose test was performed, however, the complainant does not remember that result. Approximately, 6:00 pm prior to her discharge, another blood glucose test was performed getting a result of 110 mg/dl. Complainant was released and advised to follow up with her hcp. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert - high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control - checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. - storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Blood glucose test at 12:21 pm result of 264 mg/d; she thought her blood glucose result was too high and administered an additional 25 units of insulin. The complainant reported she performed another blood glucose test getting a result of 235 mg/dl. The complainant stated she did not administer any additional insulin nor did she eat or drink because she was feeling 'disoriented', 'sweaty', and was 'shaking'. The complainant reported she was feeling 'sick' so her daughter drove her to the hospital by her daughter. They arrived at the hospital approximately at 1:00 pm. Consumer was seen at: medical center (B)(6).

Manufacturer narrative:
Complaint could not be confirmed. The consumer did not return the meter or the test strips in question. Although the complainant did not return the blood glucose test strips in question, qa retain test strips from the same lot were utilized to complete the investigation. Qa strips from the identified lot did not reveal any performance failure. Results obtained were within specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.